Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer¿s spouse experienced two events in which insulin did not appear to infuse while using an ilet system with a contact detach infusion set (23 inch, 6 mm), resulting in blood glucose readings over 400 mg/dl without occlusion alerts or visible leaks and with no bent cannulas observed. Symptoms included hyperglycemia. Outcomes included elevated blood glucose requiring troubleshooting and education. Investigation included review of the reported event details and remote troubleshooting with education on infusion set use. Investigation of this case revealed an unclear cause of hyperglycemia, with no device alarms and no visible infusion set damage reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.